Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. Diagnostic/functional testing was performed. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not use on a patient at the time of the event. There was no adverse event reported.